Event description:
It was reported that the 9800 system displayed a temp sensor fail error message. The case was completed without incident. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the high voltage cable assembly and printer. The system was tested and found to be working as intended and placed back into service.